Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's right atrial lead had loss of capture. The lead was repositioned on (B)(6) 2019 to address loss of capture issue and add more slack to the lead. Patient was discharged post procedure.